Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported stimulation was lost approximately 2 weeks ago. Reportedly, her external devices would not longer communicate with the ipg. A replacement charger did not resolve the issue. Follow-up identified surgical intervention was undertaken as the next course of action. The ipg was explanted and replaced with a new model. Stimulation was restored postoperatively and the issue resolved.